Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the (B)(6) filter system products that are cleared in the us. The pro code and 510k number for the (B)(6) filter system products is identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one sealed packaging containing one femoral (B)(6) introducer sheath and one dilator which were returned for evaluation. Filter storage tube and (b)(6 adapter were returned separated, filter returned deployed with no damage. Skiving to the storage tube due to deployment of the filter, no bowing noticed. Although the sample was returned for evaluation, two electronic photos were provided and reviewed. Both the photos were shows the visible deployed filter, pusher catheter with in the storage tube and dilator on the surgical table. Based on the findings, the investigation is inconclusive for the reported activation failure including expansion failure as it was not able to be reconfirm the reported event. A definitive root cause for the reported activation failure including expansion failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2023).

Event description:
It was reported that during a (B)(6) filter placement procedure through the femoral vein, the filter was allegedly unable to released. The procedure was completed using another device. There was no reported patient injury.